Event description:
Additional information was received that ventricular fibrillation vf induction testing was subsequently performed, and the s-ICD successfully converted the vf to normal sinus rhythm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were positioned and the x-ray confirmed perfect placement. Induction of ventricular fibrillation (vf) with a 50 hz burst of pacing was unsuccessful six times. The physician elected to induce vf with a catheter in the groin. Vf was easily induced, it was appropriately detected by the system and an 80 j shock was delivered. The shock was unsuccessful and the patient was externally defibrillated. The second shock from the system was aborted by the field representative. A second induction was performed with the shock programmed in the test screen to reversed polarity. The second attempt was successfully detected and the shock converted the vf. One day post-implant, during optimization, the device was still programmed to standard shock polarity. It was at this time that it was realized the second shock was performed with standard polarity even though the physician assumed the second shock was with reversed polarity. The physician elected to re-test the patient in a few weeks after the cessation of amiodarone. No additional adverse patient effects were reported.